Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's pocket site was in an inconvenient position. The patient underwent a revision procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that after the revision procedure the patient experienced pain at the ipg site. The patient will undergo an explant procedure.

Event description:
A report was received that the patient's pocket site was in an inconvenient position. The patient underwent a revision procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Correction to initial and fu 1 MDR: this report was sent in error, this is not a reportable event.

Event description:
A report was received that the patient's pocket site was in an inconvenient position. The patient underwent a revision procedure. The patient was doing well postoperatively.